Event description:
The us complainant had a 5.5 pump support ongoing for care escalated from the cp. The placement signal was lost on the 5.5 but, the pump remains on for support despite signal loss. Decision made to withdraw care, patient expired.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Data review: data logs showed pump was run on 2 consoles: ic1435 & ic4475. Both consoles' logs showed placement signal spiked to 3000 mmhg, snr & contrast were out of specification for entire case. Product analysis: product was not returned for review. The root cause of the optical signal issue was unable to be determined as limited clinical details were provided and no product was returned for review. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.